Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet pump physically broken into two pieces, consistent with screen/bezel separation and enclosure fracture; the user had been sleeping without the protective case, discontinued the ilet, and transitioned to a backup omnipod pump while a replacement ilet and a new hard case were arranged. Symptoms included hyperglycemia with a reported peak glucose of 217 mg/dl lasting approximately two to three hours, without ketone testing and without need for professional medical intervention. Outcomes included temporary interruption of ilet therapy and use of alternate insulin delivery, with no hospitalization and no immediate serious health effects. Investigation included complaint intake, troubleshooting and user education on device handling, review of usage context, and arrangement for device return and replacement. Investigation of this device revealed external physical damage to the pump housing and screen assembly consistent with mechanical stress while the device was not in its protective case, aligning with a hardware enclosure and display module failure. It was concluded, based on previously established findings for similar reports, that the most likely cause was mechanical damage from external forces during normal use conditions without the protective case, not a functional malfunction of the control electronics.